Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after loading with 250 units of insulin. Blood glucose level was 219 mg/dl. Reportedly, the customer reloaded the cartridge successfully. In addition, the customer did not observe insulin exit from the end of the infusion set tubing. Reportedly, the customer changed all of the supplies on the pump, and observed drops exiting from the end of the infusion set tubing.